Manufacturer narrative:
The investigation of this event consisted of a review of the instructions for use (IFU). No other information was made available to procept on this event. A review of the device history record (DHR) is unable to be conducted as the serial number of the aquabeam robotic system is unknown. The aquabeam robotic system instructions for use (IFU), sj-ifu0101-00, rev. B, was reviewed. 4.3. Warnings: procedure: as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include but are not limited to the following, some of which may lead to serious outcomes and may require intervention: infection a root cause for the reported event could not be determined due to the limited information provided via social media. The aquabeam robotic system user manual lists infection as a potential risk of aquablation therapy. Based on the event details, plus a review of the IFU, the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware via social media that a health professional posted about a patient who had recurrent urinary tract infections 18 months post-aquablation therapy. No further details were provided or received.